Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited pacemaker mediated tachycardia (pmt) due to premature ventricular contractions (pvcs). The patient experienced syncope and asystole. It was noted that the device was successfully detecting and stopping the pmt but the patient was still experiencing symptoms. Programming changes were discussed. No intervention was reported. The patient condition was unknown.